Event description:
On 27-may-2026, it was reported by a sales representative via (B)(4) that an ar-8988-cp implant kits' anchor broke. The anchor was placed through the guide, it was then tapped in and the tip broke off. The tip was able to be removed. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.